Event description:
It was reported that a patient underwent a sacrocolpopexy on an unknown date and mesh was implanted. Thirteen days following the procedure, the patient was leaking urine from the vagina. A vesicovaginale defect with visible mesh was noted. The patient underwent a reoperation to remove the mesh and close the fistula.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.